Event description:
It was reported that the device was reading high impedance and high threshold values. No noise was noted. The device was explanted, returned, and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of high lead impedance was confirmed in the laboratory via review of stored device data. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the noise could not be determined.